Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass surgery, the introducer broke into two pieces when used to introduce the circular stapler into the abdominal cavity. The two pieces of the device were removed from the patient's body. They did not need a second device, because the product was able to introduce into the body before it broke. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one instrument. Visual inspection noted that the introducer center rod was disengaged from the cone head. A review of the device history record indicates this product was released meeting all medtronic quality release specifications. However, a manufacturing fault was identified during product analysis. The root cause was identified as a welding issue. Improvements were initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass surgery, the introducer broke into two pieces when used to introduce the circular stapler into the abdominal cavity. The two pieces of the device were removed from the patient's body with graspers. They did not need a second device because the product was able to introduce into the body before it broke. There was no patient injury.